Event description:
The patient received his scs system, including an ipg, on (B)(6) 2010. It was reported the patient cannot establish telemetry with his ipg when using the patient programmer. An x-ray of the system found that the ipg had flipped within the pocket. Through pocket manipulation, the physician was able to flip the ipg back to its original position. The ipg remains in use at this time. No patient complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.